Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, and cracked belt clip rail. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay and a missing battery tube spring. The pump also had blank display. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to blank display. Using a test case, the pump powered up properly and the pump passed the sleep current measurement, active current measurement and self test. History download was successful using thus. Blank display confirmed due to missing battery tube spring. Unable to perform the history review 1 week prior to the event date 08-mar-2024 in the pump history file due to no data available. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, pcba2, force sensor, and motor. Cosmetic damage was confirmed at the back of the pump. Blank display confirmed. Exposed to moisture confirmed (found during visual inspection). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) as crack in case of the pump. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was performed and customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Mmt-1712kl was requested and customer response was the device has been returned for analysis.